Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set leakage event on 26-nov-2024. The infusion set was in use for 48 hours of high blood glucose level. The blood glucose level was 139 mg/dl and the patient was treated with correction bolus via multiple daily injections (mdi). No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the on market quality review (omqr) procedure.